Event description:
It was reported the patient had pain in his shoulder and neck following an auto accident on (B)(6) 2013. It was further reported some of the pain the patient had and was receiving therapy for was new pain and some was old pain that was more intense since the accident. It was stated that prior to the accident the patient¿s stimulation was covering his pain fine and that he felt the stimulation was still covering the old pain very well at the time of report. It was also stated the patient¿s stimulation was not covering some of his old pain. It was reported the patient went to the emergency room following the accident and had x-rays done. It was stated the patient was unsure of whether the leads were checked but was told the implant looked fine. It was noted the patient was seeing a physical therapist for his new pain. It was stated the physical therapist was going to do something ¿electrical¿ to the patient. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3986a, lot# n104795, implanted: (B)(6) 2007, product type: lead. (B)(4).